Event description:
Laparoscopic specimen bag would not properly deploy during robotic surgery. Caused approximately 5 min delay. From use of the product, the small blue ball which closes the bag laparoscopically would not maintain its closed state after it was closed. This was reported to the MFR who picked up the product. Applied medical has reported on 04/24/2013 that the device was evaluated and the root cause of the experience at (B)(6) could not be determined as their engineering was unable to replicate the incident. Dates of use: (B)(6) 2013. Reason for use: retrieval of specimen.